Event description:
The patient received her scs system on (B)(6) 2008. On (B)(6) 2010, it was reported that the patient is without stimulation. The patient has not had stimulation since she turned it off 5 months ago for an unrelated surgery and has not attempted to communicate with the ipg since then. The ipg will not communicate with the charging system or the patient programmer. A company representative will meet with the patient to perform troubleshooting. No additional information is available at this time. This report is being submitted as a precautionary measure as similar reported events have occasionally resulted in the explants of the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.